Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report left master tool manipulator (mtml) on console 2 turned unintuitively when the surgeon matched grips to take control of the instrument arm. The grip was rotated a little different from the other hand controls. The procedure was completed with no reported injury.

Manufacturer narrative:
The mtm was analyzed and found to have no functional issues when installed on an in-house system. The mtm passed all relevant testing but the issue was confirmed as happening in the field. The embedded serializer in master base (esmb) printed circuit assembly (pca) and main wire harness were found to be consistent with the error. The probable root cause is due to an issue with the esmb pca and the main wire harness within the mtm.

Event description:
Refer to h11 for follow-up information.